Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noise leading to inappropriate electric shocks. Reprogramming efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.